Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the emitter for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The emitter was returned to the manufacturer for evaluation. Testing found that the emitter showed a communication error and that the interface displayed a fault on 3 amps, as well as the 12 volts supply. It was reported that the field generator resulted in the computer of the test navigation system to become unresponsive. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the emitter displayed ¿localizer not connected¿ message. A manufacturer representative switched out the emitter with one from another device which resolved the issue. The manufacturer representative connected the problematic emitter to another system and it displayed the same error message. This issue was noted outside of a procedure, and there was no patient involvement.